Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18389626, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 17336950, model/catalog description: linear st lead kit 70 cm. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was not able to feel the stimulation. It was noted that a lead had high impedance. Images were taken and revealed that one lead had moved. The patient underwent a revision procedure wherein leads were replaced. The patient was doing well post operatively.